Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint, and completed the device evaluation. Failure analysis (fa) investigation found, the primary failure of severely bent grip tip to be related to the customer reported complaint. The instrument was found to have a severely bent grip. The prong near the conductor wire groove appeared to be bent outwards. The root cause of bent-severely instrument grips -tips is typically attributed to the user, such as excess force applied to the instrument jaws. Failure analysis found, the secondary failure of broken conductor wire to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the force clamp pulley at the distal end. The instrument failed the electrical continuity test. No sign of thermal damage was observed. The probable root cause of this failure is attributed to a component failure. Follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.

Event description:
It was reported, that during a da vinci-assisted ventral hernia surgical procedure. The force bipolar instrument allegedly locked onto tissue, and would not release the tissue. The surgeon was able to forcefully release the tissue from the instrument. The customer also reported, of noticing the broken wires on the instrument's tip. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: there was no damage to the patients tissue. No fragment fell into the patient. The or staff decided not to use the instrument. The procedure was completed robotically. With no injury to the patient.